Manufacturer narrative:
A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369540 was released in one batch. Batch1: lot qty of 100 units were released on december 30, 2019 with no discrepancies. Supplier: depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the x25 final tightener threads at the tip were stripped. No other anomalies were found. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed since the mating device was not returned. However, due to the damaged threads found, the complaint condition was confirmed. A review of the receiving inspection (ri) was performed for the finished device [gm5369540] number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon complained that the instrument was spinning in set screw head and was unable to reach torque limit. An alternative instrument was used and procedure completed safely. The procedure was completed successfully. This report involves one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 1 for (B)(4).